Event description:
Facility said patient was sitting on the chair and slid off. There were no injuries to the patient and no medical attention needed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).